Event description:
It was reported the patient's right ventricular lead exhibited t-wave oversensing. Reprogramming resolved the issue. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).